Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: a manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy, once the stapler was loaded, the stapler did not open. The doctor tried both in patient and out of patient, to make sure it was not a trocar issue. A second like stapler was used to complete the procedure. There were no patient consequences reported.